Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Fistula is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event.

Event description:
Doctor reported event of "duodenal/colonic fistula" from journal article: "laparoscopic gastric banding in over 60s", obes surg (2011) 21: 10-17.